Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 355018, lot# w59945, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type accessory product ID 3889-28, lot# v573249, implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient reports their healthcare provider moved too far away and they wants a closer healthcare provider. The patient asked how many years the battery lasts. The longevity of the battery was reviewed. The patient then mentioned that they had it replaced once when they fell on it when roller-skating and it broke which was about 2 years ago.